Manufacturer narrative:
(B)(4). Corrected: originally, the device was reported to be available for evaluation. However, the sample was not returned to baxter, therefore, no evaluation or batch review could be performed. This complaint for a connection issue in a minicap transfer set was not confirmed and the root cause could not be determined.

Event description:
A customer contacted baxter (B)(4) regarding a transfer set that having a failure at the connection site with the connection line. There was no patient involvement, and no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.